Event description:
Patient having procedure in cardiac cath lab. Coronary stent placed, and when attempts were made to remove guidewire, unable to do so. Md tried for 2 and a half to 3 hours to remove wire, called company rep but unable to remove. Patient taken to or where guidewire and stent removed.